Event description:
On (B)(6), 2007, this pt was implanted with gore excluder endoprostheses. On an unk date, a proximal type I endoleak was discovered. On (B)(6), 2007, a reintervention occurred whereby a excluder aortic extender was implanted. The endoleak persisted. On (B)(6) 2009, the devices were explanted and pt was converted to open repair.

Manufacturer narrative:
A review of the mfg paperwork is being conducted. Please note, additional device used in procedure on (B)(6) 2007: (B)(4). Device used in reintervention on (B)(6) 2007: (B)(4).